Event description:
During post-dilatation of a stent previously placed in the renal artery (right or left: unk), the balloon ruptured at an unk pressure. The vessel had no calcification or tortuousity. The rate of stenosis was unk. The product was prepared and clinically used as a per the IFU. There was no report of any adverse consequences to the patient. Additional procedural information has been requested but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.